Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addrl1 implantable pulse generator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013.

Event description:
It was reported that within approximately two weeks post implant the patient coded and had to be externally shocked. It was seen the right ventricular (rv) lead had non-capture and when the emergency ventricular only mode button was pressed, the expected parameters were not seen but rather capture management would turn off and the lead would go unipolar. The rv lead is still in use. No further patient complications have been reported as a result of this event.